Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4)

Event description:
It was reported that the blade was lifted. The 80% stenosed target lesion was located in the mildly tortuous and non calcified fistula in the arm. A 8.00mm x 2cm peripheral cutting balloon was selected for use. During procedure, the balloon was inflated and was used successfully. When the device was deflated and withdrawn, it was noted that the atherotome had lifted from the balloon. The patient was checked for any patient injury due to the lifted atherotome and there was no vessel damage. The procedure was completed with this device. No patient complications were reported.